Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headaches since the end of (B)(6) 2022, irritated throat and ophthalmic infection in (B)(6) 2022. The patient did report to receive medical intervention and was placed on antibiotic eye drops and saw a ophthalmologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.